Manufacturer narrative:
The complainant facility returned the dialyzer to the manufacturer for physical evaluation. A visual examination of the returned device found the fiber bundle was wet and tinged with indication of blood exposure. Gross visual examination of the sample did not identify any defects or irregularities on the fiber bundle or any of the molded dialyzer components. The dialyzer was subjected to a laboratory bubble point test where a leak, observed as a steady flow of bubbles, was identified from a single fiber on the cavity ID end of the dialyzer, indicating an internal leak. The dialyzer was then subjected to destructive disassembly to isolate the source of the observed leak. Upon removal of the fiber bundle, the single fiber that leaked was identified at approximately 150° with the dialysate ports at 0° on the cavity ID end. The length of the single fiber that extended from the potting cut surface towards the base of the bell-housing, measured approximately 3.0 cm. The opposite end of the single fiber could not be isolated. Further examination of the fiber bundle did not reveal any other damage or irregularities within the fiber bundle; specifically, loose fiber fragments, kinked, or broken fibers. The inferior surface of both polyurethane potting ends were examined for voids. No voids were present. The investigation into the cause of the reported problem was able to confirm the failure mode. Submersion of the fiber bundle in a water bath noted a steady flow of bubbles from a single fiber on the cavity ID end of the dialyzer. Through destructive assembly the complaint investigator was able to identify the source of the leak, the short fiber. Therefore, the complaint has been deemed confirmed.

Manufacturer narrative:
A follow up will be submitted following evaluation.

Event description:
A hemodialysis nurse reported a dialyzer blood leak 27 minutes into the patient's treatment. The blood leak was visible in the dialysate and the leak appeared to be from the arterial end. They could not tell if strand broke or leak around cap. The patient's treatment was stopped with approximately 300 cc blood loss. The patient did not have any adverse event and did not need medical intervention. The patient chose not to complete treatment that day and left against medical advice. The patient's next treatment was normal. They were using blood test strips and they came back positive. The dialyzer may be available for evaluation.

Manufacturer narrative:
A records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There were two approved temporary deviation notices noted on the lot; however, it is unrelated to the reported complaint event. There was no indication of product non-acceptance or deviation during the manufacturing process which could be associated with the reported complaint. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production potentially related to the complaint. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. The complaint device was returned to the manufacturer for physical evaluation. A follow up will be submitted following the completion of the evaluation.